Event description:
During follow-up, far-field r wave oversensing was observed leading to automatic mode switch (ams). Technical support was contacted recommended reprogramming, which was anticipated to resolve the event. The patient was stable.